Manufacturer narrative:
The vitros eciq system device labeling includes the following: "assume that all used equipment is contaminated with potentially infectious biological material. Note: in the united states, use the "universal precautions" recommended by (B)(6) bloodborne pathogen standard 29cfr1910.1030 when handling, cleaning, and packing equipment, in particular: wear gloves, closed shoes, buttoned lab coats, and safety glasses throughout the cleaning and maintenance process. Treat all waste materials used in the cleaning process as contaminated. Follow the site procedures for your lab to dispose of these materials. Bloodborne pathogens. Observe universal precautions following the (B)(6) bloodborne pathogens standard and the (B)(6)/(B)(6) and (B)(6) guidelines at all time when dealing with blood or body fluid and contaminated equipment." Personal protective equipment (safety glasses) were being worn at the time of the event, however, fluid splashed over the glasses. The ocd ls flushed the affected eye with water. The root cause of this event is user error.

Event description:
The ocd lab specialist (ls) reported that they splashed pt sample in their eye while disposing of pt samples following assay processing. This event constitutes biohazard exposure. (B)(4).